Event description:
Item open and when surgeon attempted to use scissor, it would not cut the tissue. A new item was opened and cut without issue. No harm to patient. [Stryker item lot number: 44223881].